Event description:
It was initially reported by the patient that he has had seizures since 1991. He stated that he has had only 2-3 grand mal seizures since 1991, but last week he had one gtc. He also stated that prior to vns implant, he had other type of seizures that he experienced every month or so, but those have increased in frequency also. He stated that his device was reset about a month ago and he felt better after that but still continued to have seizures. Good faith attempts to obtain additional information has been unsuccessful. The cause of increase in seizures is unknown.